Event description:
The device was established on the wire guide when it was noticed that the tip of the delivery system was not fully attached to the system. Fortunately it was noticed when the device was in the patient mouth so it was removed rom the pt and another device was used. The user further confirmed the stent had not been deployed at all when the device was removed from the pt and the tip was semi attached to the device when removing from the patient. No adverse effects to the pt were reported as occurring as a result of this incident.

Manufacturer narrative:
This incident meets the requirement of an FDA MDR report based on the reporting precedence established for this product family for 'tip separation'; regardless of patient outcome. There was no (B)(4) device of lot c788733 in stock at the time of the complaint investigation. One x (B)(4) device was returned for evaluation. It was returned in its original packaging and was open on receipt. On evaluation of the returned device, it was noted that the white tip returned completely detached from the device. The protective outer tubing that is placed over the device tip was not returned. The safety wire was still in place in the device. The tip was further examined and it was noted that the tip had broken off at the blue peek and it was not an even break. The white tip was cut during the evaluation and it was noted that glue was evident within the tip. The customer complaint could be confirmed as the white tip returned completely detached from the device. From the info provided the tip was not detached from the device when removing it from the pt. A possible cause of the white tip breaking off may have been if the peek where the white tip broke at had become damaged/kinked during use and broke off at the kink during handling. However, as actual use conditions could not be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for (B)(4) of a lot c788733 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, ifu0061-4, notes section the user is instructed of the following: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." From the info provided, the pt did not experience any adverse effects due to this occurrence. The tip was still attached to the device when removing from the pt. The procedure was completed with another stent. Complaints of this nature will continue to be monitored for potential emerging trends.